Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the first of two reports regarding the olm intracranial pressure monitoring kit (1104b) [same pt, user facility, and problem]. This report is in reference to the first 1104b used. The customer stated that the catheter was defective. The physician was concerned that the varying intracranial pressure (icp) reading did not correlate with the pt's medical diagnosis. The icp was "drifting between 40 - 15 within 15 minute intervals." The first 1104b catheter was inserted the first day and then it was changed a few days later (unk date) because it was felt that the icp was not correlating with the medical diagnosis of the pt. When the second 1104b was inserted, it was also felt that it did not correlate with the correct icp. A third 1104b was inserted. Add'l clinical info has been requested.